Event description:
The patient reported a loss or change of therapy as of date notified. Stimulation was not felt with therapy confirmed to be on. Amplitude was then increased from 2.1v to 2.4v and the patient felt it in the correct area. Follow up with the healthcare provider (hcp) is to be conducted. The patient's indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.